Event description:
It was reported to medtronic neurosurgery that the physician believed, the pt had a non-medtronic valve, which had been implanted for 12 years. Allegedly, the pt had been experiencing underdrainage symptoms despite two attempts to adjust the valve. According to the report, it was during the surgical procedure, it was discovered that the device was a strata valve. It was reported that the physician performed functionality testing and the valve during surgery and that the valve drained at that time. The report stated that the valve and peritoneal catheter were replaced at this time.

Manufacturer narrative:
Although, it was reported to medtronic neurosurgery that only the valve and peritoneal catheter were replaced at the time of the event, the ventricular catheter was also returned for evaluation. The ventricular catheter was patent and met the requirements for the leak test. A review of the manufacturing records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of manufacture.